Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following: the reported phenomenon was reproduced. The endoscopic image was not transmitted due to the failure of the dx board. The focus function error e204 occurred due to a defect in the cr board. Error code e204 means (B)(4). The memory battery was out of date. Dust accumulated inside the device and the video connector socket was worn. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. About four years have passed since the device was delivered. The reported event that the endoscopic image was not displayed may have been caused by an accidental failure of an electronic component in the video signal output portion of the dx board. Alternatively, it may have been caused by a failure of the electronic component in the video signal output portion of the dx board due to a large amount of dust accumulated inside the housing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed on the second monitor screen, when using wireless lan and cable. There was no report of patient injury associated with the event.